Event description:
It was reported on (B)(6) 2013 that a patient had been 64) 2013. The consultant also reported the wife of the patient called into the hospital and reported that her husband had a revision surgery due to nonunion, delayed healing and a bent nail. The revision surgery date was not reported to the hospital. The details of the revision including the removed items and potential replacements were also not provided, but the explanted devices are in a (B)(6) hospital and will not be returned. The outcome of the patient/surgery was not available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product will be returned. A review of the synthes device history records for manufacturing was completed and revealed no complaint related issues.